Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to confirm the motor position encoder error alarm due to the constant motor error alarm during rewind. The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 285 mg/dl. The pump was exposed to MRI and it shut down. The customer will treat with a temporary pump they are setting up. It was also noted that the pump had a crack leading from the esc button through the reservoir window. Troubleshooting was not able to resolve the issue. The device was returned for analysis.